Event description:
It was reported the biomed was testing sensitivity and found that when the atrial sensitivity was set to minimum 0.5 millivolts (mv), the atrial sense light was intermittently flashing. The biomed said that the measured sensitivity at 0.5mv was 0.2mv. It was also reported the atrial sensitivity is out of specification on the low end for values less than 1.6mv. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the lower case was broken, one control knob was contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was broken and the keyboard was scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.